Event description:
It was reported by the customer that pyxis medstation es system barcode scanner had intermittent failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that barcode scanner intermittently failed to scan. A field service engineer replaced the usb scanner cable. The system functioned as intended after the field service engineer troubleshooted the device.